Manufacturer narrative:
Additional information: patient weight and ethnicity and race: unknown as information was not provided. Date implanted: not applicable, as the iol was removed/replaced during the same procedure. Date explanted: not applicable, as the iol was removed/replaced during the same procedure. Device evaluated by MFR: the device was not returned for analysis therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and historical data analysis for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. (B)(4). Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. Should additional information be received regarding this event the case will be reopened and processed accordingly. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. Other text: iol discarded.

Event description:
It was reported the intraocular lens (iol) was fully inserted in the patient's ocular sinister (left eye) and the capsule ruptured. The iol was removed and a different model lens with a different diopter size (za9003 20.5 diopter iol) was implanted. Suture(s) were required and there was no harm to the patient. It was reported the procedure was finished and lens is not being returned. No further information is available.